Event description:
Device malfunction: none. Symptom/ae: arterial perforation. Time of ae: during the procedure. It was reported that during a bilateral iliac artery stenting procedure, an omnilink stent was implanted in the left iliac artery. After post-dilatation using an agiltrac balloon, a small vessel perforation was noticed within the distal end of the stent. The omnilink stent was oversized for the vessel and was intentionally chosen for use. The perforation was treated with an unspecified coated stent and there was no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the stent remains in the patient's body; therefore, device analysis could not be performed. The report indicates that the balloon expandable stent was sized larger than the vessel. The instructions for use (IFU) states "the inflated balloon diameter of the system used to deploy the stent should approximate the diameter of the bile duct. Over sizing of the stent can result in a ruptured bile duct." The omnilink plus is indicated for use in the biliary system. The lot number was not identified; therefore, a device history record review could not be performed.